Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device could not be inflated. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.